Manufacturer narrative:
(B)(4). Similar to device under 510(k) k063619. Summary of investigational findings: coil and delivery wire were returned assembled. Distal part of the loading cartridge was returned to aid the investigation. Inspection of the loading cartridge confirmed complaint since the tip was deformed. Manufacturing was informed of this event and it was not possible to determine root cause. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: coil embolization of patent ductus arteriosus was planned. The delivery wire was loaded with the coil and the coil loading cartridge was introduced into the hub of the catheter. Then the physician attempted to advance the coil delivery system as instructed in the IFU. However, the distal end of the loading cartridge was occluded. He attempted to advance the delivery system by cutting the distal tip of the loading cartridge but the coil got caught on the cut and the delivery system became kinked. Another device of the same rpn was used instead for the procedure. Patient outcome: patient had a favorable outcome.